Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge tubing and the infusion set tubing. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusions. Blood glucose level was in the 370's mg/dl range.